Event description:
Description of the problem (what / why) - catheter detached. How often did the defect occur - once. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem resolved / additional information - catheter changed. Photo / sample available - yes. Safety valve broken / damaged / defective - no specification / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no. Safety valve lug broken / damaged - no specification / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - no indication / not applicable. Contact with blood / body fluids - yes. Change in course of treatment due to event - no indication / not applicable. Time spent in catheter - no indication / not applicable. Where is the catheter located: in the abdomen or chest? - chest. Connected device (pleurx/peritx/brand) - 50-7050. Procedure performed by - ewimed employees. Performed in - hospital. Additional information - none / not relevant. 28/07/2023 could you please provide a further description of the issue? - the cuff from the catheter has been visible at the punction site, as you can see on the photos. Was the catheter valve disconnected from catheter - no. How was the problem resolved - was the catheter replaced or valve changed? ¿ the catheter had to be replaced. Was there any medical intervention required including diagnostics, procedures, and treatment delay? ¿ no information. Blood exposure- was the blood exposure hands, face/eyes? ¿ no information. Body fluids- was the body fluids exposure hands, face/eyes? ¿ no information. Were the physicians wearing gloves? ¿ no information. Lot number associated with reported issue. -I will submit the lot number later on. This should probably be the lot number: 0001496599.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: two photo samples were provided to our quality team for evaluation. Through visual inspection, it is observed that the cuff is not in the proper position. The cuff should be fully seated under the tissue; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001496599 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a010402. Patient problem code: f1903.

Event description:
Description of the problem (what / why) - catheter detached. How often did the defect occur - once. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem resolved / additional information - catheter changed. Photo / sample available - yes. Safety valve broken / damaged / defective - no specification / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no. Safety valve lug broken / damaged - no specification / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - no indication / not applicable. Contact with blood / body fluids - yes. Change in course of treatment due to event - no indication / not applicable. Time spent in catheter - no indication / not applicable. Where is the catheter located: in the abdomen or chest? - chest connected device (pleurx/peritx/brand) - 50-7050. Procedure performed by - (B)(6) employees. Performed in - hospital. Additional information - none / not relevant. On 28/07/2023: could you please provide a further description of the issue? - the cuff from the catheter has been visible at the punction site, as you can see on the photos was the catheter valve disconnected from catheter - no. How was the problem resolved - was the catheter replaced or valve changed? ¿ the catheter had to be replaced. Was there any medical intervention required including diagnostics, procedures, and treatment delay? ¿ no information. Blood exposure- was the blood exposure hands, face/eyes? ¿ no information. Body fluids- was the body fluids exposure hands, face/eyes? ¿ no information. Were the physicians wearing gloves? ¿ no information.